Event description:
The following has been reported: biomed reported: "pump is alarming for a misloaded cassette, even when no cassette has been loaded. The pump has been cleaned and the alarm is still occurring.". Patient harm: no. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 5). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to pneumatic valve leak failure (valve 5). Log files indicate pneumatic valve leak failure (valve 4). Upon return, the device started up with no alarms but during the attempt at mock infusion unit went into double red alarm failure. It was observed that the fva output pin was sticky along with the lower loading pins. Removed fva assembly and found fva output pin had excessive debris. Cleaned pins and channels. Reassembled unit. Restarted unit and attempted mock infusion with same result. Performed recharge test and unit passed. Performed hardware test and unit failed for a valve 5 leak failure and pneumatic valve leak failure (valve 4). Valve 5 , valve 4, fva lip seals, and upper/lower loading pin lip seals will be removed and replaced during repair process.